Event description:
In 2000 following a bilateral iliac stent placement using a 10f cordis sheath in both the right and left common femoral arteries, the angio-seal device was deployed. The physician was cautioned against using the angio-seal device to close the arteriotomy site since it was off label use due to the presence of the 10f sheath and also because of the pt's severe peripheral vascular disease extending from the aorta to the iliac and common femoral arteries bilaterally. A left femoral angiogram was performed. While deploying the device, the collagen could not be tamped down and was visible above the skin and a hematoma developed. The physician enlarged the skin nick, and using the the sheath dilator, aggressively pushed the collagen under the skin and replaced the tension spring. Another left femoral angiogram revealed a pseudoaneurysm at the access site. During surgical repair of the pseudoaneurysm, no anchor or suture were found; however, collagen was present in the subcutaneous tissue tract. Following overnight observation, the pt presented with a blue left foot and mottled leg. Another left lower extremity angiogram revealed an object the same shape and size of the anchor at the trifurcation of the left lower leg. The pt was observed for a few days as the pulses were diminished on the left leg, but the vessel was not occluded. The physician believed that the left leg circulatory problems may have been caused by embolized plaque from the stent placement in the iliac arteries. The clinical application specialist believed the anchor embolization may have been due to the aggressive tamping and the hematoma may have been due to the off label use of the 8f angio-seal device within the 10f arteriotomy site. The pt was recovering and was released four days later. No further info was available at the time of this report.